Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed/replicated. The endoscope had missing attached endoscope adapter (aea) retaining ring or screws and had corrosion or physical damage to ic emi fingers. The endoscope had no issue with either image and passed the endoscope diagnostic test (edt). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the endoscope was last used on system number (B)(4) on (B)(6) 2021 and it had 1950 lives remaining. Based on the information provided at this time, this complaint is being reported because missing attached endoscope adapter (aea) retaining ring or screws could result in poor camera control, resulting in unintuitive motion and subsequent tissue damage. While the device was not used on the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the plastic collar on the 8mm endoscope had slipped and kept spinning, did not lock. The device was not used on the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.